Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose ranged from 73-74 mg/dl.